Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited no picture and displayed black screen with grey interference or static lines. The issue occurred during reprocessing. There were no reports of patient involvement.